Event description:
Operating room rn opened a package of kittner rolls for the rnfa. Rnfa did count and x6 rolls found in package instead of 5. All 6 rolls were returned from rnfa and given to rn. The kittner rolls were removed from room.